Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The frame is broken at the fork housing.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the weld was broken at the right front headtube. An expanded evaluation was performed. The expanded evaluation report confirmed that the front right caster and headtube were broken off from the side frame at the weld. However, the underlying cause could not be determined.

Event description:
The frame is broken at the fork housing.